Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loose/disconnected lightguide issue could not be determined, however, the issue was likely due to wear and tear and or excessive force due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light guide cable connection on the telescope "oes elite", 4 mm, 30°, hd, autoclavable part had come loose. The issue was found during an unspecified therapeutic procedure and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following; the outer tube was bending and there was poor image quality due to scratches on the tip cover glass of the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.